Manufacturer narrative:
Evaluation of the returned complaint device is in progress. If any abnormality (other than biofilm formation) is found, a follow up report will be provided. The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.

Event description:
A surgeon reported that a memory lens implanted in the left eye of a patient has been explanted and replaced due to opacification. Prognosis reported as good with 2 + corneal striae, left eye, one day post-op. Visual acuity 20/50 without correction and iol well positioned. Request has been made for additional information; however, no further information has been provided.